Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 399 mg/dl and kidney infection. The customer alleged that the pump failed; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. Customer went to the emergency room and was subsequently admitted to the hospital. No further information was available.